Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to obtain scan results while wearing the freestyle libre sensor due to receiving a "60 minutes" countdown message. Customer further reported experiencing symptoms described as tremors, hot, worry, and "ants in mouth", and being unable to self-treat due to symptoms. Customer's husband provided grape juice as treatment and no further treatment was reported. There was no report of death or permanent impairment associated with this event.